Manufacturer narrative:
Date sent to the FDA: 6/1/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted extensive adhesions to the previous mesh. Adhesiolysis was performed for 60 minutes to take down all of the adhesions to the mesh and to free up all of the loops of bowel up into the hernia. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted the previously placed mesh was removed from the preperitoneal space. It was reported that the patient experienced severe pain, extensive adhesions, inflammation, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2006 which is captured in separate file. No additional information was provided.